Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 8-6mm amplatzer duct occluder was chosen for implant using a 7fr non-abbott (cook mullins) delivery system. During implant, the physician noted that the device took on a cobra deformation so it was retrieved. This occurred during deployment and the device was not released from the delivery cable prior to retrieval. There was no device implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device deformation was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.